Manufacturer narrative:
(B)(4). Conclusion: aortic neck length less than 10mm.

Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of abdominal aortic aneurysm. The proximal neck was 25 mm in diameter and 5 mm in length. The left common iliac artery was 15 mm in diameter and the right common iliac artery was 10 mm in diameter. The right external iliac artery measured 6 mm in diameter. It was reported that during the procedure, the suprarenal stent of the endurant main body caused a retrograde dissection. The dissection was localized and did not extended all the way up into the ascending thoracic aorta. The physician commented that the patient¿s vessels were in poor condition and the oversizing of the device added excessive radial force, which might have damaged the intima of a vessel by the barbs of suprarenal stent. There are no plans for intervention at this time. No clinical sequelae were reported and the patient is being monitored.